Event description:
According to the initial information received, a 24mm amplatzer cardiac plug (acp) was attempted several times (the patient's anatomy was complex) and during the procedure, pericardial effusion was noted followed by cardiac tamponade resulting in the implant being aborted. The effusion was suspected to have been caused by manipulation of a 13f amplatzer torqvue 45x45 delivery system sheath during the procedure. The acp was removed and pericardial drainage was attempted but thrombocytopenia and anemia developed so the patient was referred to surgery to repair the effusion. A few hours later, the patient was stable.

Manufacturer narrative:
The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images have not been provided, however, we are working with our affiliate to obtain further information.

Manufacturer narrative:
Device analysis: sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Image review: one cd with echocardiographic images was provided by the customer and reviewed by sjms medical consultant with the following findings: the morphology of the left atrial appendage was unremarkable and the acp was placed in an appropriate position although a lack of separation between the device lobe and disc was appreciated. This was a pericardial effusion with an unknown cause due to the inability to review procedural fluoroscopic or cardio-angiographic images.